Event description:
It was reported that during equipment testing conducted by a manufacturer field service technician, the duraguard was found to be bent. No patient involvement, no delay, no medical intervention and no adverse consequences were reported with this event, and there was no associated procedure.

Manufacturer narrative:
During the field service device evaluation, the event of the bent duraguard was confirmed, and excessive side load was identified as a known cause of the reported event. The device was not returned to the manufacturing facility by the customer after field service evaluation.